Event description:
It was reported that the customer had condensation under the display screen of the pump. The customer blood glucose level was 180 mg/dl. Customer states the pump was exposed to sweat from bike racing. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No moisture damage found on the electronics, motor, battery tube, vibrator and keypad assembly noted. The insulin pump received with minor scratches on lcd window, scratched reservoir tube window and cracked reservoir tube lip.